Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005: the patient was preoperative diagnosed with segmental disability, c5-c6, c6-c7, symptoms incapacitating and unresponsive to conservative management. Hence underwent following procedure: c5-c6, c6-c7 anterior cervical discectomy, bilateral foraminotomy, spinal cord decompression, nerve root decompression, debulging of spur; c5-c6, c6-c7 anterior interbody grafting with peek cage 9mm high with rhbmp-2; c5 to c7 anterior segmental internal fixation with nuvasive plate and screw instrumentation with 14 mm screws; peek interbody devicex2; intraoperative somatosensory evoked potential monitoring and emg monitoring. As per op-notes¿ the spine was accessed using a plane medial to the medial border of the sternocleidomastoid and cartoid structures, lateral to the lateral border of the trachea, esophagus and strap muscles. Peek cages 9mm high with rhbmp-2, were placed at c6-c7 and c5-c6 after decompression and prepping of the plate, thus performing anterior body grafting, after which a nuvasive plate was placed at c5 through c7 using 14 mm screws, locked with the usual locking mechanism. The wounds were irrigated with antibiotic solution over a gauze protecting the rhbmp-2, after which hemostasis was achieved. The patient was extubated and taken to the recovery room in stable condition¿. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.